Event description:
Healthcare reported left side capsular contracture, baker grade iii and "10mm silicone build-up in the lower quadrant of the left breast adjacent to the prosthesis, multiple bilateral simple cysts" confirmed in MRI. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: . Visual analysis of the photographs identified: ¿ rupture: no observed rupture on the device. ¿ cyst-ndr: not applicable as the event is not related to the device. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Left rupture was confirmed, to not have occurred. The device has been discarded.